Manufacturer narrative:
A specific root cause could not be identified. Because the second sample from the patient measured correctly, technical malfunctions, hardware issues, or reagent performance issues could likely be excluded. Based on the difference in the results on the initial sample, a preanalytical issue was suspected.

Event description:
The customer received questionable results for multiple assays for one patient sample. Of the data provided, only the results for urea/bun, creatinine jaffé, and creatinine enzymatic were discrepant. The initial results were: bun 82.5 mg/dl. Creatinine jaffé 2.86 mg/dl. Creatinine enzymatic 2.38 mg/dl. The initial results were reported outside the laboratory. A request was made to have the sample retested. The repeat results on (B)(6) 2015 were: bun 50.8 mg/dl. Creatinine jaffé 1.45 mg/dl. Creatinine enzymatic 1.40 mg/dl. A second sample from the patient was collected and tested on (B)(6) 2015. The results were: bun 35.3 mg/dl. Creatinine jaffé 0.86 mg/dl. Creatinine enzymatic 0.78 mg/dl. The patient was not adversely affected. The bun reagent lot number was 611409 with an expiration date of 11/29/2015. The creatinine jaffé reagent lot number was 607535 with an expiration date of 08/30/2016. The lot number and expiration date of the creatinine enzymatic reagent were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(4).